Manufacturer narrative:
Findings: blank display due to corroded battery cap contact, however pump passed functional testing, including the operating currents test, self- test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump had cracked case at display window corner, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 13.3mmol/l. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.